Event description:
It was reported the physician attempted to place a trial lead on (B)(6) 2013. The physician was unable to steer the lead into position, and abandoned the procedure. It was reported the physician stated there were bony obstructions. It was reported the pt was to have a CT scan prior to any further intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.